Event description:
After retrieving the un-deployed enterprise vrd in order to reposition the microcatheter (mc), with attempt to insert a guide wire, it was noted that the stent was deployed partially protruding from the mc. Upon inspection of the enterprise delivery wire system, it was noted that the part just proximal of the stent positioning marker had been stretched. The procedure was treatment of a 21 mm aneurysm in the terminal internal carotid artery (ica). The neck was 10.1 mm and the parent vessel was 2.9mm to 4.9mm and was described as quite tortuous. As outlined in the instructions for use (IFU), the enterprise vrd is indicated for use in vessels that are > 2.5mm and < 4.0mm. It further outlines that its use is contraindicated if the anatomy is not appropriate for endovascular treatment due to severe vessel tortuosity. Usage other than the approved labeling may involve risks not described in the labeling. All products were new and considered damage free with pre-use inspection. The products were prepped per (IFU) instruction for use and the devices were not re-shaped prior to use. A continuous flush was maintained through the microcatheter. There was no resistance between the enterprise system and the microcatheter during insertion or withdrawal. When deploying the enterprise, the mc was positioned past the target site and then after positioning the enterprise (still within the mc), the mc was retracted to unsheathe the stent. During retraction of the mc to deploy the stent, the stent moved back together with the mc. In order to deploy the stent and maintain its intended position across the aneurysm neck per the IFU, it is necessary to maintain the position of the delivery wire at the mc is retracted. The mc position was lost during the positioning of the stent; therefore the stent was being removed in order to reposition the mc over a guidewire. The stent had been recaptured once prior to removal. During removal of the enterprise, although reasonable care was taken, it is not certain whether the introducer was fully seated and secured in the hub. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the mc into the introducer. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Add'l info will be submitted within 30 days of receipt.